Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error. Customer's blood glucose level was unknown. Customer will return device for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement. Pump error 25 due to j6 connector resistance issue. Device received with missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer. Device also received with cracked case behind the device near the battery compartment, and cracked battery tube threads.